Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a shunt. It was reported that the valve was programmed up to 6, and was still causing the patient to over drain. The patients condition deteriorated after a couple of weeks resulting in headaches and a hematoma. The device was explanted.